Event description:
During an orif humerus fracture, the surgeon implanted a screw into a plate and realized the screw was too long for implantation. The surgeon attempted to remove the implanted screw from the plate with the stardrive screwdriver. The screw head became stripped and the screwdriver incurred rounded corners rendering it useless. The surgeon then used an extractor to remove the suspect screw. The extractor tip broke during the attempted removal. Subsequently, the surgeon utilized a saw to cut the screw head in order to remove the plate. The screw remained locked to the plate after removal. Surgeon implanted replacement hardware. Additional 35 minutes were added to the procedure. All parts and fragments were reportedly retrieved from operative site. This is # 3 of 4 reports submitted on this event.

Event description:
This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates that the tip was broken off and still stuck in the screw head. It was reported that the relevant dimensions can not be verified anymore because of the damage. The fracture face is homogenous, which indicates material conformity. The exact cause of this occurrence can not be defined. Based on the complaint description we can only assume that a mechanical overload during the loosening of a blocked screw. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.